Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2025 due to peritonitis. The initial reporter stated the patient¿s pd catheter (not a fresenius product) has been removed, and he has permanently transition to hemodialysis (hd). During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain, cloudy peritoneal effluent fluid, and notable confusion. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, frequencies, durations not provided). The patient¿s peritoneal effluent culture result returned positive for pseudomonas aeruginosa on (B)(6) 2025, and the patient¿s antibiotics were discontinued and replaced with intravenous (IV) ciprofloxacin (dose, frequency, duration not provided. While hospitalized, the nephrologist decided the patient was no longer a good fit for ccpd, and his pd catheter (not a fresenius product) was surgically removed on (B)(6) 2025. A tunneled hd catheter (not a fresenius product) was surgically placed the same day, and the patient permanently transitioned to hd for rrt without reported issue. The patient was discharged on (B)(6) 2025 in stable condition and has recovered from the serious adverse events. The pdrn attributed causality to the patient inadequately bleaching/cleaning the shower head. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient has begun outpatient hd without any known issues and completed the prescribed antibiotic course IV.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse event of peritonitis, characterized by confusion, abdominal pain and cloudy peritoneal effluent, which warranted hospitalization, antibiotic therapy, and the permanent transition to hd for rrt. The pdrn attributed causality to the patient¿s failure to clean/bleach his shower head. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum, pd catheter tunnel, and exit site. Pseudomonas aeruginosa favors moist areas, such as sinks and toilets, and can be isolated from soil, water, and occasionally the armpits and genital area of humans. Per the pdrn the serious adverse event was unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse event. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse event. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2025 due to peritonitis. The initial reporter stated the patient¿s pd catheter (not a fresenius product) has been removed, and he has permanently transition to hemodialysis (hd). During follow-up, the patient's pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain, cloudy peritoneal effluent fluid, and notable confusion. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, frequencies, durations not provided). The patient's peritoneal effluent culture result returned positive for pseudomonas aeruginosa on (B)(6) 2025, and the patient's antibiotics were discontinued and replaced with intravenous (IV) ciprofloxacin (dose, frequency, duration not provided. While hospitalized, the nephrologist decided the patient was no longer a good fit for ccpd, and his pd catheter (not a fresenius product) was surgically removed on (B)(6) 2025. A tunneled hd catheter (not a fresenius product) was surgically placed the same day, and the patient permanently transitioned to hd for rrt without reported issue. The patient was discharged on (B)(6) 2025 in stable condition and has recovered from the serious adverse events. The pdrn attributed causality to the patient inadequately bleaching/cleaning the shower head. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient has begun outpatient hd without any known issues and completed the prescribed antibiotic course IV.